Manufacturer narrative:
Block b3: exact date unknown, event occurred four years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8120500; model: sc-8120-50; serial: (B)(6).

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. It was noted that the patients paddle lead had high impedances. The physician decided to remove the scs system. The explanted ipg and lead were discarded by the medical facility.